Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts provided pump reset information; however, the customer disconnected the call while retrieving the pump charger, and subsequent attempts to reconnect were unsuccessful, with a message left for the customer.